Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high lead impedance was confirmed in the laboratory. The failure was traced to the hybrid assembly.

Event description:
It was reported that during implant the pacing lead impedance measured high and out of range when it was placed in the pocket. The physician replaced the device.